Event description:
The customer reported to olympus, the olympus ultrasound gastrovideoscope had a water jet leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens was peeled and had a scratch that reached to the glue layer. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional device evaluation findings are as follows: the elevator channel plug was loose, water tightness was lost due to damage on the guide pin of the electrical connector, adhesive on the bending section cover was detached, and bending in the down direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens peeling and scratches on the acoustic lens that reach the adhesive layer issues could not be determined, however, the issues were likely the result of physical stress due to dropping and/or knocking the affected part on a hard surface/object and or chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.